Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and associated implantable transvenous defibrillation lead exhibited episodes of noisy signals with pacing inhibition. The patient is not pacemaker dependent. The physician was able to reproduce the noisy signals. The physician also noted a decrease in the impedance measurements, from 890 ohms at implant to 470 ohms currently. While this impedance measurement is still within normal limits, the combination of noise coupled with the decreasing impedance measurement leads the physician to believe there may be lead damage.